Event description:
It was reported to philips that the system's generator was restarting every time imaging was attempted, delaying the patient's procedure. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.